Event description:
Caller called back and stated previous information documented in this case. Caller noted the letter was inquiring on what led to the replacement of the recharger cord. Caller stated the patient (pt)'s healthcare provider (hcp) got in touch with a medtronic representative and the hcp/representative got the pt all fixed up; caller confirmed the pt was reprogrammed during an appointment 3 days ago which led to the caller calling patient services. Caller also noted that the pt was in a nursing home. Pss closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that the implant has been taking a lot longer to charge and there's a message that comes up on the controller that says to replace the batteries soon. Caller added that the charge in the implant is lasting about 12 hours instead of 40 hours. Caller stated they have been with the patient and helping with charging for the past week and a half and stated these issues have been going on since they've been there but do not know when it started. Caller stated the implant shows it's charged to 100% but then it will be down to empty with the stimulation turned off by the next day. Caller added that sometimes they have to take unplug the recharger and blow dust out of the controller port and wipe all the pins with an alcohol swab to get it to start working because it seems like the connection isn't being made. Caller added that they have no issues with charging the controller. Agent had caller examine the equipment for damage. Caller noted no visible damage to any components. The issue was not resolved. A new recharger was requested. No symptoms were reported.